Manufacturer narrative:
Weight and ethnicity: unknown/ not provided. Explant date: not applicable, as lens was not explanted. Initial reporter telephone number: (B)(6). The device is not returning for evaluation as to date it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that lens had a split in the edge after implantation. Doctor decided to leave the lens in the eye. No intervention performed.